Event description:
The bronchofiberscope was returned to the service center. During inspection of the device, peeling off (1 mm² or more) of the coating on the insertion section was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the peeling off (1 mm² or more) of the coating malfunction: cause traced to degradation problem identified; expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.